Event description:
Pt was treated in 2004. Thermage was notified of event 9 mos later. Pt developed blisters on the left chin and jaw line, which appeared immediately post treatment. The pt has had to two laser treatments 28 days and 71 days later. All symptoms have been resolved as of 08/2004.